Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the maintenance of PICC, the patient had a slight local swelling, and the catheter was suspected to be abnormal. The patient requested the PICC catheter to be removed. The catheter was to be pulled out under aseptic operation, and the catheter was broken when the catheter was pulled out about 2 cm. The limb on the side of the tube was circulated and braked immediately with a cuff, and immediately sent to the intervention room for intervention.